Event description:
It was reported that during implant attempt, the lead was placed through the sheath with a tight kink. After screwing in the helix, impedance was high and the helix would not fully deploy. The physician tried to reposition the lead, but the screw retracted and would not re-deploy. The lead was not used and a new lead ws implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.